Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received returned instrument testing evaluation (rite) functional testing. The device was determined to meet functional performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. Review of the event logs revealed the end user encountered multiple low drain volume alarms throughout their therapy and bypassed the alarm to continue therapy until drain 3 of 4. Per the homechoice patient-at-home-guide, bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death. If any patient, or patient caregiver, suspects the patient has iipv during a treatment, press stop immediately, then initiate a manual drain. Based on the device log results, the probable cause of the reported fullness event was determined to be caused by the end user bypassing multiple low drain volume alarms throughout therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced pain in abdomen and breathing difficulty during drain 3 of 4. The patient was connected to the homechoice pro device at the time of the events. The patient reported they have tried to bypass like they did in the initial drain. Renal therapy services (rts) advised to not do that since it gives patient the risk of over filling. The drain volume was 2169ml and 2171ml. The patient stated that they did a previous bypass of a drain. Rts assisted the patient with ending therapy and had a manual drain volume of 221ml. Rts will process a swap and advised to contact peritoneal dialysis registered nurse. The patient reported they have manual supplies and will keep pro card. Rts initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis. No additional information is available